Event description:
It was reported that during testing conducted at the importer facility the bur slips out of the 4:1 straight reducer while cutting. It was reported that there was no associated procedure. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. Ref MFR - 9611253-2015-00007.